Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse discovered that the round magnet on grip of right master tool manipulator (mtmr) on the surgeon console had come lose and was stuck on the center of the gimbal. The grip state was reading fully closed while it was actually open. Fse replaced the mtmr to resolve the issue. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtm involved with this complaint and completed the device evaluation. The reported failure of manet on grip lever fell off was replicated during visual inspection. The grip lever will be replaced as a fix.. A review of the site's complaint history revealed no other reportable events related to this issue. No images or procedure videos were shared for the event. This complaint is being reported based on the following conclusion: the issue resulted in system unavailability after the start of a surgical procedure leading to the procedure being converted to another da vinci system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the right hand control would not take control of any arms and they were getting a "match grips" message. The customer had already reseated all the sterile adapters with no resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer emergency stop/resume with no change. The tse had the customer reboot the system and cycle the surgeon side console (ssc) breaker with no change. The tse then had the customer try a different instrument with no change. The right hand control was not taking control of any instruments. The customer then did a complete hard power cycle and emergency power off (epo) of the patient side cart (psc), with no resolution. The isi clinical sales associate (csa), who was present for the case, swapped arm assignments, and the left hand control was able to take control of the arms previously associated with the right hand control. The customer has decided to convert to their si system. Live logs were not available during the troubleshooting call. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the si system with no patient injury. There was a 22 minute delay. The procedure was a nephrectomy. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.